Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a cubie failed to open in anesthesia (main drawer mini tray 2.13) during a load attempt. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that no issue was noted. A field service engineer (fse) arrived onsite and found no active failures. The fse verified that all pockets were functioning correctly and performed testing using the hardware test application (hta) application on main drawer two mini pockets, confirming successful operation. The system functioned as intended when the field service engineer investigated the device.